Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2008.

Event description:
It was reported that the pacing-dependent patient was admitted for syncopal episodes. Intermittent loss of capture was observed on the right ventricular (rv) lead. Although the physician deemed the patient's episode was not related to device function, the feature which measures pacing thresholds in a ventricle-only pacing mode was disabled. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.